Manufacturer narrative:
Insulin pump passed basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery or motor error alarms were noted. The motor was tested outside the device and passed. However, insulin pump received with slightly loose drive support disk. Insulin pump received with cracked reservoir tube lip, battery tube threads and minor scratches on display window.

Event description:
Customer reported receiving a motor error and a no delivery alarm on the insulin pump. Customer stated that the motor error alarm occurred during a bolus delivery. Customer does not use the sensor feature and they were able to complete the rewind sequence. Troubleshooting was performed and a bent cannula was noted. Customer's blood glucose reading at the time of the call was 151 mg/dl. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.